Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer was using cold insulin. Additionally, the insulin gauge was inaccurate and static. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer continued to use pump for insulin therapy.